Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that when the manipulator was attached to a surgical microscope, ii was not able to be adjusted in the 'x' direction linearly when mounted. The fse proceeded to fix the "x" positioning direction. With this, the laser was firing correctly; where the aiming beam was pointed, the laser fired and aligned. The system power calibration was performed, and the laser is ok to use below 35w. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the error resulted due to the micromanipulator was defective, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the micromanipulator presented an alignment malfunction. There was no patient involved.

Event description:
It was reported that the micromanipulator presented an alignment malfunction. There was no patient involved.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.